Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The product was received with a cracked obturator. The obturator was cracked on two sides of the head. Subsequently, the complaint data did not display an increased trend. Engineering determined the component was improperly assembled causing the crack in the dilator during the manufacturing process. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A manufacturing enhancement has been initiated to prevent this condition from recurring. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg. According to the reporter: during the procedure, this instrument was loaded to a reusable sleeve. When an obturator was inserting into the product, a doctor found that the head part of the obturator had been cracked. Opened another. Opened another. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. No further incident. The patient gender, age, and weight are not provided. The last known patient status: good.